Manufacturer narrative:
Product analysis: visual inspection of the device handle confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip gap confirmed the blue slider was correctly positioned. Review of the inner member confirmed that no detachment had occurred. No resistance was encountered passing a 0.035¿ patency mandrel along the inner lumen of the device. The stent was deployed with no issues noted. There was no deformation evident to the stent or the delivery system. (B)(4).

Event description:
The physician was attempting to use a complete se stent system to treat a lesion in the superficial femoral artery with moderate/mid calcification, mid tortuosity and 85% stenosis. The device was inspected with no issues noted. No pre-dilatation was performed. Excessive force was not required during attempted delivery. There was no problem delivering the device to the lesion. The device reached the lesion site. It was reported that the stent was found to be undeployed. There were no difficulties encountered with the deployment rotation/slider mechanism. The device was removed and another one was used. The physician determined the reason of the event is a product defect. No injury was reported to the patient.